Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he had poor coupling and the implant was not responding to the device when it was over the implant. The patient stated he lost a great amount of weight and wasn¿t sure if that was why the implant was moving around and not stabilized. The patient noted he charged all the time and taped the recharging antenna over the implant to keep it in place and firm. The patient didn¿t use the recharging belt. Troubleshooting got the reposition antenna screen and after repositioning the antenna the patient got all the coupling bars shaded in. The implant was less than 50% charged, the recharger was fully charged and therapy was off. Troubleshooting resolved the issue and the programmer showed a charge the implant icon. The indications for use were spinal pain and failed back surgery syndrome. No patient symptoms reported.